Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline vantage was returned inside the inner pouch, outer carton, biohazard bag and shipping box.. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No defects were found with the tip coil, distal marker, advanced re-sheathing mechanism, or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and no damage. The cause of failure to open could not be determined. Possible cause of failure to open includes severe vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline stent failed to open. Device not opening in the proximal bend of the opthalmic segment. Tried to push and pull to open the device but still device was not opening. Removed the device and used ped 4x30. It failed to open in the proximal section. The middle of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, amorphous aneurysm in the internal carotid artery (ica) opthalmic segment. The max diameter was 10mm and the neck diameter was 8mm. The distal landing zone was 2.5mm and the proximal landing zone was 4.4mm. Dual antiplatelet treatment was administered. Vessel tortuosity was severe. The access vessel was the ica with a diameter of 5mm. The final pipeline deployed and went well. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.